Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on october 15. The patient reported obtaining a blood glucose reading of 500 mg/dl on the subject meter. The patient manages their diabetes with insulin with no adjustments. The patient reported increasing their usual dose of medication in response to the reported high reading. The patient reported that 2 hours later they developed symptoms of ¿dizziness, blurry vision, dehydration and blood clots behind their eyes¿. The patient reported visiting their family doctor on the same day where they were advised to increase their dose of novolog from 40 to 90 units. At the time of troubleshooting the cca walked the patient through a control solution test. The product failed testing with results higher than the accepted range. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The patient¿s symptoms and the hcp treatment was consistent with the alleged elevated reading. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.